Manufacturer narrative:
Eval: footboard modules.

Event description:
It was reported by service report that the footboard was broken and missing all of its modules. No pt involvement or adverse consequences are reported.